Manufacturer narrative:
The device history record could not be reviewed because the lot number was not available. No sample was returned for evaluation; therefore, the root cause could not be determined. The investigation found all processes and controls were followed correctly. We will continue to monitor and take actions as applicable.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that once they began to use each extension set, they would experience leakage from the y-port.